Event description:
The patient was not receiving any concomitant medication. Due to the event the patient has consequently had a change in insulin therapy, an interruption in insulin therapy, recent nausea and vomiting and fluid/electrolyte depletion. The patient had been using two pen injection devices (humapen ergo - clear cartridge holder) to deliver insulin lispro (humalog) and isophane insulin (humulin I). In 2003 the patient was hospitalized with diabetic ketoacidosis. The reporter states that the patient loss glycemic control which led to diabetic ketoacidosis. The reporter stated initially that the pen used to administer insulin lispro is the one that is failing to work. However when further information was provided the reporter stated that the humapens had been faulty for some days and control had slipped. The pens were intermittently administering insulin therefore it was difficult to ascertain the problem until the patient became very poorly. Humalog and isophane insulin have been discontinued and the patient has switched to alternative insulins (novo insulin) so that they are able to use a different pen injection device. At the time of reporting the patient outcome was unknown.